Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the atrial set screw was dislodged from the set screw bore. The displacement of the set screw prevented engagement of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported during an implant procedure on (B)(6)2023 , the implantable cardioverter defibrillator (ICD) set screw could not be tightened. The device was replaced within the same operation. Post-procedure there were no patient consequences.